Event description:
The customer reported that after the operation, the operating room team noticed a red spot (burn) on the pt's thigh. The injury was described as "not that serious", more of an erythema. No treatment was provided.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The return of the incident device has been requested. To date, it has not been received for evaluation. Additional questions in regards to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.